Manufacturer narrative:
Samples were li heparin plasma that were centrifuged for 10 minutes at 3000 rpm. A system check performed on (B)(4) 2010 and on (B)(4) 2010 met specifications. Qc performed prior to and after the event was within the customer's established ranges. A field service engineer (fse) was on-site and performed a system check which met specifications. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accutni) results generated by the access 2 immunoassay system for two different patient samples. Upon repeat, the results were in the normal reference range. The erroneous results were not reported outside of the laboratory. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.